Event description:
A report received form the USA stated the visual alarm light emitting diode (led) on an 840 ventilator did not illuminate. There was no pt involvement reported.

Manufacturer narrative:
The covidien customer support engineer (cse) inspected the device and verified the malfunction. The cse replaced the graphic user interface (gui) central processing unit (cpu) printed circuit board (pcb), backlight inverter printed circuit board (pcbs) and upgraded the software to the current revision. The cse performed extended self-testing on the device and all tests passed. (B)(4).